Event description:
On (B)(6) 2009, the pt reported he dropped his insulin infusion device in a river. He stated his device was only in the water for less than a minute and he was able to dry out his device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.